Event description:
Per the clinic, the patient experienced poor performance with device use from onset. Reprogramming attempts have been made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.